Event description:
Info was rec'd that the enclosure of the device appears to be damaged. It is not known if the pt was using the device at the time of the reported incident. The pt did not report any harm. The device was evaluated and thermal damage was found on the bottom of the device. It appears that a failure of the solder joint on the ac inlet caused the event.